Event description:
Customer reports discrepant results with meter compared to lab: date: (B)(6) 10; inratio: >7.5; retest inratio: >7.5; lab: 1.5. Pt therapeutic range is 2.5-3.5. Doctor administered vitamin k after two >7.5 results then sent pt to lab.

Manufacturer narrative:
Investigation pending.